Manufacturer narrative:
Displayable history crc check failed on start up alarm noted in alarm history screen due to corrupted history file. Unable to upload to care link pro due to corrupted history file. Minor scratched lcd window, cracked case near display window corners, battery tube threads cracked, cracked reservoir tube lip.

Event description:
It was reported that the customer was unable to upload information to the insulin pump. Customer stated there was no a-coded alarm on the alarm history. Customer's blood glucose was 172 mg/dl. No further information provided.